Event description:
On (B)(6) 2011 during review of the patient's autopsy report (initially reported on mfg report # 1644487-2011-02608) it was discovered that in (B)(6) 2010, the patient had a history of cardiopulmonary arrest during a prolonged seizure. The physician later reported that it is unknown what the relationship of this prolonged seizure was to vns. He also did not know what interventions were taken. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the prolonged seizure. The patient's programming history was reviewed and the patient's settings on (B)(6) 2010 were output=2.5ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=3min/magnet output=2.75ma/magnet pulse width=500usec/magnet on time=30sec. The last system diagnostics test was performed on (B)(6) 2010 which showed output=ok/lead impedance=ok/dcdc=1/eri=no.